Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2013 tka procedure done. The products #81-4406r, #or-7115-0005, #82-7-0512,#73-20-3508 were implanted in patient. On (B)(6) 2019, performing tka re-replacement surgery with mcl (medial collateral ligament) failure. The replacement implant is competitor 360. Implanted peg was broken and the 73-20-3508 x3 patella universal dome was broken also.

Event description:
On (B)(6) 2013 tka procedure done. The products #81-4406r, #or-7115-0005, #82-7-0512,#73-20-3508 were implanted in patient. (B)(6) 2019, performing tka re-replacement surgery with mcl (medial collateral ligament) failure. The replacement implant is competitor 360. Implanted peg was broken and the 73-20-3508 x3 patella universal dome was broken also.

Manufacturer narrative:
An event regarding revision due to mcl (medial collateral ligament) failure involving a scorpio insert was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event. A material analysis report (mar) of the returned device confirmed that the damage present on the articulating surface of the tibial insert was consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. As reported the revision surgery was taken place due to mcl (medial collateral ligament) failure and x3 patella fracture. The whole construct were revised to zan vanguard 360 (non-stryker components). A full investigation is completed on the scorpio patella (pr 1979172) under the same pi. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.